Event description:
It was reported that the patient was born with atresia and underwent several ear canal reconstruction surgeries in 1980, 1983, 1984 and 1989 in order to rebuild the external ear canal. These surgeries resulted in a very thin skin flap and missing muscle tissue on the patient's skull, around the corresponding ear. She was implanted in (B)(6) 2011 with a vibrant soundbridge and was very satisfied with the performance; however, after some time, the transition sleeve of the vorp started to extrude through the skin due to the very thin skin flap. Granulation was found around the housing. The patient was treated with antibiotics, after they were set off, she suffered from pain. The transition sleeve of the device was removed on (B)(6) 2011, the internal coil and fmt are still in place. The patient desires to be re-implanted with another vibrant soundbridge, a re-implantation surgery is scheduled for (B)(6) 2011. A plastic surgeon will be attending to apply a special technique in order to reconstruct the skin flap.

Manufacturer narrative:
The device has partially been removed, the removed part should be returned to the manufacturer for evaluation. A complete explantation of the vorp is scheduled for (B)(6) 2011. When available, a device analysis will be submitted as a follow up report.